Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an ercp procedure with the common bile duct on (B)(6) 2010. According to the complainant, the patient had a 3-4cm malignant stricture within the distal common bile duct. The anatomy was not tortuous and the stricture had been predilated. The physician advanced the wallflex stent to the stricture location and attempted to deploy the stent. While deploying the stent, the physician noted that the final portion of the outer sheath could not be retracted to fully deploy the stent. There was no damage noted to the delivery system, nor was the stent stuck on any part of the catheter. The physician had to shake the device in order to deploy the stent; however, this caused the stent to be deployed in an improper location within the bile duct. The physician was able to remove the device without issue and use another wallflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) stent deployed in improper location. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.